Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). The plunger, link, needles, and anterior cuff were not returned. Evaluation of the returned device components found the suture was returned complete, free of the device and undamaged with the posterior needle tip attached. The posterior needle tip was engaged with the posterior cuff which had been ejected from the posterior foot, as evidenced by the blow through marks on the posterior foot. There was no detected handle, guide tube, foot or sheath damage. The posterior cuff was examined and the link had broken from the posterior cuff leaving a small segment within the cuff. During testing, a proxy plunger was inserted to test needle trajectory and the results were successful. Internal device inspection found no detected observations which would indicate any possible restriction to deployment of the suture. Based on the investigation findings, the root cause for the link to cuff detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any information relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.